Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the customer was unable to exit the preparing to prime loop on the insulin pump. Customer's blood glucose level was 157 mg/dl. Customer was disconnected and was advised to hold down the act button until they receive a 2nd series of beeps and/or numbers on the display. Customer did not receive it and was assisted with the set change. Pump alarmed no reservoir twice. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Customer's sister mentioned that the doctor noticed that the pump was not working properly, but he still got it to work. A new infusion set and reservoir will be sent and replaced. No additional information provided.